Event description:
Reporter complains of capsular contracture, electrical malfunction of heart, arthralgias, fibromyalgias, hysterectomy-age 37-, atypical neurological disfunction, cognitive disfunction, memory loss, numbness of hands and feet, chronic cystitis, bladder incontinence and infections, chronic fatigue, immune system dysfunctions, and arthritis.